Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 500 mg/dl and he is sick with pneumonia. Customer stated that he was doing a 10 unit bolus and the pump ran out of insulin during the bolus. Customer changed out everything and stated that he just started on the pump and it has not been regulated yet. Customer was explained that the pump does not automatically continue a bolus. Customer had a low reservoir alarm in the alarm history and the pump did not run out of insulin. Customer verified in the bolus history that the bolus was delivered. Customer thought that the insulin was delivered over a 4 hour period. Customer did a normal bolus and stated that he will monitor his blood glucose and treat as needed.